Event description:
Unomedical reference number (B)(4). Event occurred in netherlands. On (B)(6) 2024, it was reported by the patient that of infusions set simply comes loose at the time of sleeping. No further information was available.

Manufacturer narrative:
(B)(6).